Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on 25-feb-2010. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: fu 1& 2 process together. Pif received: model number was changed from ess 305 to ess 205. Insertion date, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia and dyspareunia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.